Event description:
Boston scientific received information that the non-bsc epicardial lead associated with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit decreased pace impedance and non-capture several months after implant. As thresholds increased, so did the amplitude and therefore this crt-d appeared to have impacted battery longevity. Both the lead and this crt-d were subsequently removed from service. There were no reported adverse patient effects and no report of impact on critical therapy.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.